Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects in the nozzle and a dirty cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Additionally, the dirty cable unit is attributed to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.